Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that some of the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. Since (B)(6) 2018, the customer tried to test his blood glucose four times, and only one reading from 25-sep-2018 was stored in the memory of the meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.